Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of cypher sirolimus drug-eluting stents that are distributed in the united states. It is also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
As published in the international journal of cardiology 130 (2008) 255-259, in "serial angiographic and intravascular ultrasound analysis of late stent strut fracture of sirolimus-eluting stents in native coronary arteries" pci was performed on a patient of unknown age and gender and a 3.0x18mm cypher stent was deployed in the mid rca at 20 atm. The lesion was classified as b1. At 6 months, ivus showed fracture of the stent with a patient lumen area. At 12 months, in-stent restenosis was detected.